Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was extrinsically over-rotated. The distal low voltage electrode of the lead was covered in blood. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. The analyst noted that the distal conductor was distorted at 1.5 cm and no further helix testing was possible due to that distortion.

Event description:
It was reported that intra-operatively, after the lead helix was deployed, the physician observed high impedance and threshold measu rements. Once the lead helix was retracted, it would no longer deploy due to the lead being repositioned several times in an attempt to gain lower impedance and threshold measurements. It was also noted that the physician was unable to insert the stylet into the lumen of the lead. The lead was replaced. No patient complications have been reported as a result of this event.